Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure (the exact date was not provided), a type 3 endoleak of indeterminate origin was reported. The patient has refused any further treatment and is being monitored.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3a endoleak with the loss of overlap. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records / images available for review. The final patient status is medically managed, due to patient refusal for further treatment. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Additional information: at the completion of clinical assessment, the reported a type 3 endoleak of indeterminate origin was identified as a type 3a endoleak.